Manufacturer narrative:
(B)(4). A wallstent biliary uncovered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual examination of the returned device found the tip was damaged. Functional inspection found the stent could fully deploy without any resistance. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy could not be confirmed as the stent was able to deploy without resistance during functional inspection. The investigation concluded that the observed failure of tip damaged was likely due to procedural factors encountered during the procedure. It may be that handling and manipulation of the device during procedure could lead to the tip damage. However, because the reported event could not be confirmed, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallstent bliary uncovered stent was implanted in the common bile duct to treat jaundice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was completed with another wallstent bliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the tip was damaged.